Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 4-7, 2025. H11: the device was received for evaluation. Visual inspection was performed and an orange-brown particle was observed embedded in the material of the tubing. The particle was molded within the material of the tubing and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Pvc and phthalate are the materials of the tubing line. The reported condition was verified. The cause of the issue was related to manufacturing. Particulate matter outside the fluid path is unlikely to cause harm, does not impact the sterile pathway, and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor had particulate matter. The particulate was further described as "in fluid path downstream of solution filter" (unspecified if inside or outside the tubing). This was observed before filling. There was no patient involvement. No additional information is available.